Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a defect in the functioning of two orator tracheostomy vocal valves. Damage to the one-way valve occurred after only a few days of use, on two different units on the same patient. There was patient involvement and no clinical or patient injuries.

Manufacturer narrative:
Two used units were received for evaluation. Visual inspection found that the membrane position characteristic was non-conforming on both units. However, the membrane out of position condition could occur during use. The instructions for use were reviewed, and it was observed that under precautions number 3, state: ¿if the one-way valve does not open on inspiration or close during expiration, remove the portex® orator¿ immediately and either clean or replace it.¿ the reported issue was confirmed. A lot of history review was performed, and no discrepancies or anomalies were observed during the manufacturing of this lot.